Event description:
A customer reported during a procedure, a system message displayed. The system was rebooted; however, same error occurred. The case was competed without harm or injury to the pt. The system was found to wet with little volume of balanced salt solution (bss) found in drain bag.

Manufacturer narrative:
A sample has been returned, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).